Manufacturer narrative:
Patient code was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is one of two device reports associated with this event. This event is one of two events for the same patient.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event after the use of the product administered for dialysis treatment.